Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012, the patient had a blood glucose reading of 571 mg/dl and experienced the symptom of shortness of breath. Three hours prior to that occurrence, the patient had disconnected the pump during a physician's office visit, and had forgotten to reconnect the pump. Once the pump was reconnected, the patient tried to give himself a bolus, but obtained a warning that the pump had exceeded the total daily dose limits. Troubleshooting revealed the pump settings for the tdd were not correct. The patient was able to adjust the tdd settings, and then take a bolus dose of insulin. His subsequent blood glucose reading was 377 mg/dl. There was no evidence the pump was not functioning appropriately. The patient's technique was incorrect in that he did not reconnect the pump after his hcp visit. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2014 with the following findings: evaluation revealed that the black box begins on (B)(6) 2014. Due to continuous use the black box data/histories for the event on (B)(6) 2012 have been overwritten. Available pump history shows no eaw¿s related to the complaint; no exceed max total daily dose (tdd) alarms were observed. The tdd¿s add up correctly and reflect the users programmed basal rate. The pump successfully passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators unable to duplicate the complaint, information for the complaint is overwritten. The user¿s basal rates were cleared prior to downloading. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.